Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted trace amounts of dried blood/body fluids in the lumen near the tip area. A guidewire insertion test was performed. The guidewire could pass through the lead from the terminal pin to the distal tip of the lead without any blockages. Analysis was unable to confirm the clinical observations.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not successfully implanted as the guidewire could not be fully inserted into the lumen of the lead. No adverse patient effects were reported.